Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor power was too low, battery coupling was heavy moving, motor had faulty power and the trigger was heavy moving on the small battery drive device. It was further determined that the device failed pretest for battery case coupling, off/oscillation/on switch mode function, oscillation angle, switching function, triggers and electronic control unit function, compatibility between small battery drive device I and small battery drive device ii, function with pen drive console and power with test bench. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.